Event description:
While installing an acu-loc 2 narrow long distal plate the proximal 3.5 mm locking screw was inserted and it caused a linear crack in the near cortex of the distal radius.

Manufacturer narrative:
Additional mdrs associated with this event: 302141-2013-00052, (B)(4).